Manufacturer narrative:
During a subsequent investigation for a similar loss of power issue which occurred after this event has determined the likely cause. It was observed that the likely cause of the power issue was determined to be high resistance from fretting/corrosion between the mating contacts: pcb-mounted jack connector, designator j11 and cable-mounted plug connector, designator p11. The high resistance causes a voltage drop that triggers the power-fail circuit.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the device powered off multiple times during the reported event. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to print a code-summary report, their device would power itself off.  There was no patient use associated with the reported event.